Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch cable was frayed at the proximal clevis hub. Other cables at the instrument's wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing a maryland bipolar forceps instrument, frayed wire were identified after the item was cleaned and sterilized. The instrument was not used in the subsequent case. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.